Manufacturer narrative:
Literature citation:yasumitsu toribatake and syumpei okamoto."balloon kyphoplasty techniques and pitfalls against osteoporotic vertebral fractures-balloon kyphoplasty (bkp) against osteoporotic vertebral fractures with intra-vertebral clefts " pt age. Mean age was 76.3±7.6 years. Pt gender. 19 males and 60 females. (B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 79 patients with no neurological symptoms (80 vertebrae) underwent balloon kyphoplasty . There were 19 male (19 vertebrae) and 60 female (61 vertebrae). Mean age at the time of surgery: 76.3+/-7.6 years old. Bone density of lumbar spine (%yam): 60.0 +/- 10.4%. Mean period between injury and surgery: 75.4+/- 123.6. It was reported that in two cases balloon was ruptured during kyphoplasty procedure. No fragment of balloon was left in the vertebral body.